Event description:
Due to a defect in the butterfly needle the silicone sheath covering the puncture needle does not cover the needle back up and prevent blood seepage after you withdraw the blood tube, this caused our employee to come in to contact with pt's blood. This has happened on multiple occasions and to different employees when doing multiple blood draw. The mfg is and has been aware of this problem but did not notify its customers. Dates of use: (B)(6) 2017. Diagnosis or reason for use: blood work. Event abated after use stopped or dose reduced: yes.